Event description:
It was reported that the set screwdriver is not retaining set screws. There were no patient complications reported

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Functional evaluation with sample legacy break-off set screw confirmed complaint. Optical examination identified one of the proximal set screw retaining tabs is bent outward. Manufacture date suggests this condition is not as-received from medtronic. A search of the complaint database did not identify any additional complaint returns with this part/lot# combination. After functional and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to determine root cause of the foregoing event from the available information.